Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out of range pace impedance greater than 2500 ohms. The prior threshold was 1.2 and sensing was at 12.5 mv. There was no loss of capture. The system was reprogrammed lv tip to can and acceptable measurements were recorded. Requests for information have been unsuccessful. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
The system was subsequently removed from service and replaced. The root cause of the clinical observations was not confirmed.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.